Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the last year the customer experienced 5 occurrences where the customer was unable to push the plunger down on the syringe when the needle tip was in the septum. A new cartridge was successfully loaded to address the event and insulin delivery was resumed after each event. Blood glucose was 175 mg/dl.